Event description:
The customer has reported that the rear rotation knob is not spinning during a breast biopsy procedure. There were no patient consequences reported.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the port shaft and top frame. Parts replaced that were unrelated to the customer complaint were the electrical and rotational cables, encoder, firing lever, pcb assembly and safety latch. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.